Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the cannula mount to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the arm 1 cannula mount partially broke off and one of the screws was visible. It was stated they pushed arm 1 out of the way and proceeded with the case using arms 2 & 3. The procedure was continuing as planned with no reported injury.